Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number: 0012667498 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90 degrees (°) and 180 degrees (°), as well as secondary deflection at 90 degrees (°), were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The dilator could not be fully inserted into the sheath. The borescope inspection of the sheath revealed a restriction in the sheath ID at a specific segment, preventing the dilator from advancing. Visual inspection identified the restricted area approximately 6 inches from the tip. In conclusion. The reported issue (dilator would not go into sheath) was confirmed through testing. The sheath failed return inspection due to a kink in the side port tube and the restricted area approximately 6 inches from the tip of the sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure, the dilator could not progress inside the sheath. The sheath was subsequently replaced. There was no patient involved.